Event description:
It was reported that pt was in cardiac arrest, during use, device compressed once and displayed "replace battery". Battery was replaced, system again compressed once and displayed replace battery. Manual CPR was administered.

Manufacturer narrative:
Battery was not returned for investigation. The customer scrapped the failed battery, but had tested it and provided the data. Based on the data: battery failed power testing. Product labeling indicates that the useful life of the battery is between 2-4 years. Life of each battery is influenced by frequency of use and frequency of routine maintenance. Battery maintenance records indicated that this battery was not properly maintained (i.e., not test cycled on a monthly basis). This battery has an estimated manufacturing date of march-april 2009. The complaint was reported in (B)(6) 2012. This battery was 3+ years old at the time of the reported event. Based on the calendar age of this battery, it may have aged past the end of its useful life.